Event description:
Following an explant surgery, a neurosurgeon reported, a recently explanted vns pt was diagnosed with gastroparesis. The physician believed the removal of the lead during the explant surgery may have caused scarring resulting in the gastroparesis. The pt's gastroenterologist believes the gastroparesis was a direct result of the vns removal surgery.